Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm was heavily calcified and there was a moderate degree of stenosis in the posterior common femoral artery and the physician decided to perform an endarterctomy. The patient tolerated the procedure well and was taken to recovery in good condition. In 2004 the patient presented to the hosp with limb thrombosis and their condition was considered not critical therefore, a thrombectomy procedure was scheduled for a later date. Both sides of the graft were thrombectomized on an unknonw date due to disease in the external iliac arteries. No additional clinical sequelae were reported and the patient is reported to be fine.